Manufacturer narrative:
Due to character limit in e1 for event site name: the full event site name is (B)(6). A supplemental report will be submitted once after the investigation is completed.

Event description:
It was reported that the rail of the helium cylinder in cardiosave was caught on to something and could not be removed. Patient involvement and injury information is unknown.